Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with insulin pump and shots. Customer's blood glucose value was 445 mg/dl at the time of the call. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Customer declined to troubleshoot for high readings. Customer stated that cannula of infusion set was bent. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.